Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 28-jun-2022, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 14-jan-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient developed a perforation in the right ventricular septum, with a pericardial effusion occuring. The patients blood pressure dropped and a pericardiocentesis was performed and the patient stabilized. The leadless ipg was successfully placed and remains in use. No further patient complications have been reported as a result of this event.